Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: colon'), genital haemorrhage ('hormonal changes describe: bleeding'), diverticulitis ('gastrointestinal or digestive system condition type: diverticulitis') and scar ('other injury(ies) or complication(s) please describe: 7 scars from surgeries') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood transfusion. Concurrent conditions included body mass index normal, abdominal pain lower, colonic stricture, respiratory distress, sigmoid diverticulosis and abdominal pain. Concomitant products included drospirenone; ethinylestradiol (yasmin) from 2010 to 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In 2012, the patient experienced irritability ("irritable"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/anxiety/overeating"), anxiety ("psychological or psychiatric problems condition: depression/anxiety/overeating"), hypoaesthesia ("neurological conditions or problems type: numbness/cramps/shaking in extremities"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue"), insomnia ("sleep loss") and paraesthesia ("tingling in extremities"). In 2013, the patient experienced dry skin ("dry skin") and diverticulitis (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hyperphagia ("psychological or psychiatric problems condition: depression/anxiety/overeating"), rash ("rashes or skin conditions type: on legs/thighs (rashes)"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("neurological conditions or problems type: numbness/cramps/shaking in extremities"), tremor ("neurological conditions or problems type: numbness/cramps/shaking in extremities"), dyspareunia ("dyspareunia(painful sexual intercourse)/vaginal pain during sex"), pelvic pain ("pain"), vision blurred ("vision/eye problems type: blurry vision"), scar (seriousness criterion medically significant), alopecia ("hair loss"), abdominal pain upper ("stomach pain"), gastrointestinal pain ("gi pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics and surgery (bilateral salpingectomy, colon removal and scar revision surgery). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, irritability, dry skin, vaginal haemorrhage, menorrhagia, depression, anxiety, hyperphagia, rash, migraine, headache, hypoaesthesia, abdominal pain lower, tremor, dysmenorrhoea, dyspareunia, pelvic pain, vision blurred, fatigue, weight increased, diverticulitis, scar, alopecia, insomnia, paraesthesia, abdominal pain upper, gastrointestinal pain and vulvovaginal pain had resolved. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anxiety, depression, device dislocation, diverticulitis, dry skin, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain, genital haemorrhage, headache, hyperphagia, hypoaesthesia, insomnia, irritability, menorrhagia, migraine, paraesthesia, pelvic pain, rash, scar, tremor, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement as of (B)(6) 2019: (B)(6) lbs. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on an unknown date: pi was told that the essure was placed. Pathology test - on (B)(6) 2017: diagnosis: submitted as "sigmoid colon, suture marks proximal" showing: diverticular disease with diverticulitis. Viable mucosa at proximal and distal margins. Presence of three small benign lymph nodes. Serosal fibrous and fibrinous adhesions. Submitted as "distal anastomosis ring" showing: benign colonic mucosa. Submitted as "proximal anastomosis ring" showing: benign colonic mucosa and wall. Diverticulitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs and mr received. Events: hormonal changes describe: bleeding, irritable, dry skin, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression/anxiety/overeating, rashes or skin conditions type: on legs/thighs (rashes), migraines / headaches, migration of essure device location of device: colon, neurological conditions or problems type: numbness/cramps/shaking in extremities, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vision/eye problems type: blurry vision, fatigue, weight gain, gastrointestinal or digestive system condition type: diverticulitis, other injury(ies) or complication(s) please describe: 7 scars from surgeries, hair loss, stomach pain, sleep loss, tingling in extremities, gi pain, vaginal pain was added. Lab data was added. Reporter information was added. Concomitant drugs and conditions were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.